Event description:
It was reported that during the procedure to treat a perforation in the mildly tortuous and moderately calcified right anterior tibial artery, the 3.0 x 16 mm graftmaster stent delivery system was unable to cross to the target site. The device was removed and a 3.5 x 26 mm graftmaster stent delivery system was advanced; however, this one was also unable to cross to the target site. The perforation was then sealed with balloon inflations. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 26 mm jostent graftmaster is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.